Event description:
According to the available information, the patient found un-catheterized, balloon torn. There were no missing fragments observed.

Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available.

Manufacturer narrative:
A silicone balloon burst could come from various causes. In this case, we cannot identify any specific root cause because the information provided is insufficient to do so. Checking the quality databases revealed this type of defect is known and closely monitored. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on same item number and same defect ¿burst¿ over last four years: (B)(4) similar cases were found. A risk management framework evaluation was performed. The evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.